Event description:
Boston scientific received information that this lead was dislodged. The physician opted to remove the lead and preferred to implant a new lead. The new lead was implanted on right atrial lateral wall. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Tensile forces during the surgery should be taken into consideration. Further visual inspection revealed that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. It is reasonable to assume, that mechanical forces during the surgery contributed to this damage. Cuttings in the insulation were found which occurred most likely during surgery. Blood penetrated the lead in these areas. In summary, a deformed fixation helix was noted. The analysis did not reveal any sign of a material or manufacturing problem.